Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as redness and bumps beneath two front electrodes with no open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device and applying neosporin for the skin irritation. Follow up indicated that the skin irritation improved.